Event description:
Technician reported a system 1000 hemodialysis device removed more weight than intended during a patient treatment. It was determined that the device removed too much fluid when the patient was weighed. The patient exhibited no symptoms of excess ultrafilration. Limited information is available. There was no patient injury or medical intervention associated with this incident.